Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. Based on the lab visual inspection, the reported customer allegation was verified. J1 pin 2 was found slightly bent.